Event description:
It was reported that a spectrum pump displayed close door during an infusion. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was reproduced. The eval experienced a door not fully latched alarm which is most likely what the reported symptom of "states close door after it has been running for approximately 20 min" is referring to. Review of the event history log showed multiple door jammed alarms in the history log. The eval found that the pump does recognize a closed door. However, found the force required to secure the door is above expected levels and may caused door to not properly close due to door hooks being out of adjustment which has been known to be a contributor to close door alarms. The door hooks were replaced.